Event description:
The customer was in the operating room attempting to deliver 10 joules with internal paddles. The device would not shock. The dr attempted to push the paddles cable into the device with his thumb without effect. There was no negative pt impact as another defibrillator was available for use. The event strips are not available for review.

Manufacturer narrative:
(B)(4). The customer was in the operating room attempting to deliver 10 joules with internal paddles. The device would not shock. The dr attempted to push the paddles cable into the device with his thumb without effect. There was no negative pt impact as another defibrillator was available for use. The event strips are not available for review. A follow-up report will be submitted upon completion of the investigation.